Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer declined to complete the system check at the time of report. There was no reported adverse impact. Reportedly, the customer reverted to an alternate form of insulin therapy.